Manufacturer narrative:
Date of report:16jan2019. Date rec'd by mfr14jan2019. Philips field service engineer (fse) confirmed that the touch screen would not acknowledge a certain area of the display. The fse performed a touch screen calibration, brightness adjustment, and cleaned the display. The fse confirmed that a replacement of the touch screen was required. The fse replaced the touch screen to resolve this issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of event: 31dec2018. A follow-up report will be submitted once the investigation has been completed.

Event description:
Customer reported reports touchscreen failure. No patient/user harm reported. The event date was not specified; estimate used.